Manufacturer narrative:
The event occurred in italy. It was reported that the rotaflow console shut down in battery mode during patient transport. The last battery check was done during the last maintenance in 2022. After the device was shut down the customer used the hand crank. No harm to any person has been reported. On 2026-03-26 the ssu (sales and service unit) provided new information as follows: no error message was displaced. The rfc began to beep loudly and intermittently and then turned off shortly thereafter (30 seconds). The customer was in the elevator at the time because they needed to remove a patient from ECMO. The intensive care unit is on the fifth floor and the operating rooms are on the lower ground. The machine was running in battery mode. The unit was connected to the power supply, restoring blood flow. Fortunately, the ECMO was low-flow and did not cause significant hemodynamic changes (0.7 l/min). Due to the reported shut down of the device and the hand crank was used a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The root cause could be determined as the lifetime of the battery was passed and replacement of that was overdue. The last battery replacement was in 12/2023. The mcp00702755#battery pack for rfc will to be replaced as soon it is available on stock. Based on the investigation results the reported failure could be confirmed. In order to investigate further the complaint information was transferred into a non-conformance, thus the review of the non-conformities (nc) was performed on 2026-03-26 and during the period of 2008-08-21 to 2026-02-17 it shows two non-conformities in regard to the reported product and failure and further investigation steps will be performed within the nc. The affected rotaflow console was produced in 2008-08-21. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6. Before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in italy. It was reported that the rotaflow console shut down in battery mode during patient transport. The last battery check was done during the last maintenance in 2022. After the device was shut down, the customer used the hand crank. More information requested, but still pending. No harm to any person has been reported. Due to the reported shut down of the device and the hand crank was used, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4, unique device identifier (UDI), since this machine (rotaflow) has been manufactured on 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.